Manufacturer narrative:
The pump was received with normal operating currents and passed the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarms, unexpected excessive no delivery alarms, or displacement anomalies were noted. The motor was tested outside of the device and it passed. The drive support disk was inspected and no damage or anomaly was noted. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 53 mg/dl. Customer's blood glucose level was 81 mg/dl at the time of the call. The customer was assisted with troubleshooting. Customer stated that the drive support cap was loose. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. The product was returned for analysis.